Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump had button error. The customer also stated that the priming and rewinding issue. The customer stated that the insulin pump had random no delivery alerts. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage or unlocked lcd keypad connector during visual inspection noted. Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No motor error alarm, unexpected no delivery alarm or rewind grinding loud noise anomaly noted during testing. The motor was tested outside the device and passed. Device had stripped battery cap coin slot, cracked battery tube threads.